Event description:
It was reported that during a battery replacement procedure, high impedance was observed. Troubleshooting could not resolve the issue and led to the suspicion of a battery issue. The explanted generator was checked and diagnostic results were good, then the new battery was checked after being connected to the lead and high impedance was observed, showing that the issue was likely caused by the new generator and not the lead. This was further confirmed by the use of a test resistor which should test good with a properly functioning generator but high impedance was seen with the test resistor. Device history records were reviewed for the new generator. The device passed all functional specifications and quality tests prior to distribution. The product has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions.¿ these words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Further information was received that initially, no high impedance was seen. When re-engaging leads the set screw would not engage and leads would fall out and high impedance was only then observed. The device has been received into product analysis which is underway but not complete. No other relevant information has been received to date.

Manufacturer narrative:
B5 and h3: corrected data, initial report: information known prior to initial submission.

Event description:
During a file review it was discovered that the cause of high impedance was concluded incorrectly as the product analysis visual observations were not included in the pa review. The returned septum shows damage on the underneath side with setscrew fragments, indicating the setscrew was extracted up into the septum. The returned setscrew socket shows to be damaged and filled with septum debris. Returned with an in-line test resistor fully inserted and secured. There were no other performance, or any other type of adverse conditions found with the pulse generator. The setscrew and septum damage observed in product analysis is the most likely cause of the ability to obtain good system diagnostics. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event or problem, h6. Investigation conclusions; corrected data; supplemental MDR inadvertently omitted information known prior to submission.

Event description:
Generator product analysis was approved for the device. There were no performance, or any other type of adverse conditions found with the pulse generator. No anomalies were detected. No other relevant information has been received to date.